Manufacturer narrative:
Based on the information provided, the cause of customer reported failure mode cannot be determined. The stapler instrument and reload used during this event were requested to be returned; however, the products have not yet been received for failure analysis investigations. A follow-up MDR will be submitted if additional information is obtained. The advanced stapler logs for this event were reviewed by an isi failure analysis engineer: there are no errors for the sureform 60 stapler instrument (part#: 480460-09 / lot#: l91220215-0159) used during this event. The instrument completed two green reload fires. A system log review was performed for this procedure: no relevant errors were observed during this procedure. Isi received two images from the surgeon regarding this event. The images were reviewed by an isi clinical development engineer (cde): "in the image, I can see a mass of staples that maybe has some malformed staples and a loose staple. Both the images appear to be the same. From the image it is not very clear if or when the tissue push could have occurred." This complaint is being reported due to the following conclusion: during a da vinci-assisted appendectomy procedure, target colon tissue was pushed out when a green sureform 60 stapler reload was fired with a sureform 60 stapler instrument. The surgeon used a laparoscopic stapler to finish the procedure after this event. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted appendectomy procedure, the surgeon used a sureform 60 stapler instrument and fired a green sureform 60 stapler reload which pushed out target colon tissue. Staples collected on the distal end of the stapler reload. As a result of the stapling issue, the surgeon used a laparoscopic stapler instrument to finish the procedure which was completed robotically. There were no messages on the system during this event. The patient was reportedly fine. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.